Event description:
It was reported that the customer was hospitalized for dka. The nurse stated that the customer did not change out the set to resolve hbgs. Although, the nurse wanted to make sure the pump was functioning properly. It was verified that the programming and histories were accurate. It was noted that the customer received an alarm the day before the event. Troubleshooting was done and the pump passed testing. The customer was not available at the time of the call. A few days later, the nurse called back and stated that the pump is not functioning properly. It was indicated that the customer will speak with md and will call the helpline if the pump needs to be replaced.